Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced an erosion on the right lead site and burr hole cap. Surgical intervention was undertaken on (B)(6) 2025 wherein the entire right sided system was explanted to address the issue.